Event description:
It was reported that during a procedure of the heavily calcified, non-tortuous, superficial femoral artery (sfa) after lesion preparation, the supera stent delivery system (sds) was positioned at the lesion. During deployment, the thumb slide ratchet was missing the struts of the stent and after opening the deployment lock, the last proximal portion of the stent would not release. The delivery system and stent were then retracted into the sheath and the entire system was removed without issue. No further intervention was performed. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue was not able to be confirmed as the stent was already fully deployed. Based on visual analysis of the returned device, there is no indication of an issue caused by or related to the design, manufacture or labeling of the device. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.